Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump battery had difficulty charging. Customer's blood glutinous was 127 mg/dl. Customer continued to use the pump for insulin therapy.